Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-01239. Medical product: headless trocar drill pin 3.2 mm diameter 75 mm length. Item# 00590102000, lot# 64887021. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee procedure the pin cold welded in the three (3) degree right cut block. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No devices were received; therefore, the condition of the components is unknown. Photograph provided shows that the drill pin is stuck in the cut guide. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.